Event description:
The pt underwent a trial procedure and received a paddle lead. It was reported the pt was experiencing overstimulation whether stimulation was on or off. An sjm representative performed an impedance check and normal values were revealed. The trial cables and programmer were replaced, but did not resolve the issue. Overall, the pt was not receiving adequate coverage. As a result, the lead was removed.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.